Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of jk(a) positive samples when tested with seraclone anti-jk(a). He was not able to provide a date of event. The customer did return the supposedly defective product, but not the samples that had caused false negative test results. Our quality control laboratory tested the sample returned by the customer in parallel to their retained sample with different jka+b+ red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained and the returned sample were also tested. The required minimum titer was exceeded. Both product samples showed comparable results. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.